Event description:
Caller reported a malfunction on pump after going through a body scanner. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurred. Customer acknowledged and understood the instructions.